Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure there was no aspiration or phacoemulsification power. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was tested and found to meet product specifications. The system was manufactured on november 22, 2013. Based on qa assessment, the product met specifications at the time of release. There was no problem found in the system. Therefore, the root cause of the reported events cannot be established. The manufacturer internal reference number is: (B)(4).